Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine (unknown dosage and concentration) via an implantable infusion pump for spinal pain. It was reported that their pump has been alarming once an hour since about saturday, but patient stated they have a hearing problem. The patient stated they are due for a replacement and the battery is going to be out. The patient stated their healthcare provider (hcp) wasn't sure how to check the battery life and they wanted to know if there was a way to check besides waiting for symptoms. On the call, the agent understood the patient saw a lockout screen of 2 hours and 45 minutes on their personal therapy monitor. The patient stated their pump is in their buttocks and they have left hand issue problems. The patient saw code 8615 which agent reviewed was the elective replacement indicator (eri). The patient stated they have tried to replace the pump and stated they have to also replace the catheter 'as it stalls out for 2 weeks'. The patient stated their medical condition is pushing out the timing for getting the pump replaced. The patient was redirected to their hcp to further address possible pump replacement.